Event description:
It was reported to the MFR that the vns pt's device showed high lead impedance during diagnostic testing. There was no known pt manipulation or trauma to the device site that could have contributed to the reported event. X-rays of the pt's device were taken and sent to the MFR for assessment of the integrity of the system. The lead connector pin did not appear to be fully inserted into the generator connector block. The pt's surgeon was notified of the findings on the x-rays and the pt was scheduled for surgery to resolve the high lead impedance event. The surgeon reinserted the connector pin and performed diagnostics on the device that revealed proper device function.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, lead pin not fully inserted past the connector block of generator.